Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she was hospitalized after being in a car accident. The customer was the driver of the car, and was wearing the insulin pump at the time of the accident. The customer was wearing the mmt-318 infusion set, lot number 50535193. The customer's blood glucose reading was 197 mg/dl when the paramedics arrived. Troubleshooting was performed, and the insulin pump had only some surface scratches on the screen. Found that the last alarm was on (B)(6) 2011. Nothing further was reported.